Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported as: "during the test of the balloons of the selective intubation tube, the innerwalls of the bronchial balloon remained stuck together, impossible to inflate." The device could not be used. There was no patient involvement.

Event description:
The complaint was reported as: "during the test of the balloons of the selective intubation tube, the innerwalls of the bronchial balloon remained stuck together, impossible to inflate." The device could not be used. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and yellow stains were observed on the sample. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was found that the cuffs were able to inflate normally and there was no sticking as reported in the complaint. It was also noticed that the inflation tube for the bronchial cuff was kinked. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. The returned sample was stained indicating that it was most likely used. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.